Event description:
Emergency medical service personnel were attending to a pt diagnosed to be in third degree heart block. After the pt was moved into the ambulance for transport and an attempt was made at completing a 12 lead electrocardiogram, it was reported the device displayed only dashed lines, indicating a lead off condition existed. The operator reportedly checked all cable/electrode connections and could not discern a reason for the apparent leads off display. A back up monitor was available and used to continue monitoring the pt. There were no adverse effects to the pt reported as a result of the alleged malfunction.